Manufacturer narrative:
Based on the information available, the product was not returned for analysis. The reported patient symptoms are a known risk associated with implant of these devices as indicated in the instructions for use. The observation of urinary retention and the length of the cuff too short are consistent with inadvertent or an unintentional interaction. There were no allegations to the product quality; therefore, the conclusion of unintended use error caused or contributed to event was chosen to represent the clinical observations.

Event description:
It was reported that the patient underwent surgical intervention to explant the artificial urinary sphincter (aus) cuff due to patient developing urinary retention. The patient used a catheter for a week. The physician determined that the cuff was too tight, and a new larger aus cuff was implanted. There were no additional patient complications reported.

Event description:
It was reported that the patient underwent surgical intervention to explant the artificial urinary sphincter (aus) cuff due to patient developing urinary retention. The patient used a catheter for a week. The physician determined that the cuff was too tight, and a new larger aus cuff was implanted. There were no additional patient complications reported.